Manufacturer narrative:
The customer reported that while checking their crash (emergency response) bag, they found that the AED battery pack and pads were expired. The customer stated the battery pack has an expiration date in 2023, and the pads have an expiration date in 2021. The maintenance schedule is not reported. Based on the available information, the customer failed to maintain the device according to the manufacturer's IFU. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that while checking their crash cart, they found that the AED battery pack and pads were expired. The customer did not report this occurred during patient use.